Event description:
It was reported via phone call that the emergency medical services was called on (B)(6) 2015. Customer's blood glucose level at the time 30mg/dl. The customer also reported a no delivery alarm due to low reservoir. Troubleshooting was declined.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.